Event description:
It was reported that during an angiopraphy procedure in the arch area, blood clotting was noted along and inside the catheter. Heparin was used during the procedure. A stroke was suspected but was not confirmed. Patient status is listed as "ok".